Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned guide wire. The difficulty removing was not tested due to the condition of the returned guide wire. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the clearance between the xience sierra guide wire lumen and outer diameter of the whisper guide wire was reduced, possibly at the area of the acute angle in the artery. The reduced clearance may have caused the noted resistance and ultimately causing the tip of the guide wire to separate during withdrawal; however, this could not be confirmed. The device embedded in the vessel and additional treatment were related to case circumstances, as a snare device was advanced to retrieve the guide wire tip, but it was unsuccessful. A new guide wire was advanced, and a second xience sierra stent was used to pin the separated guide wire tip to the vessel wall (healthy tissue). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience sierra sds referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion with no calcification in an acute angle of the obtuse marginal and circumflex coronary artery. The whisper guide wire was advanced with no resistance noted. A trek balloon catheter was advanced and performed pre-dilatation successfully. The trek balloon catheter was withdrawn with no issues. A xience sierra stent delivery system (sds) was advanced with no resistance to the target lesion and the stent was deployed. During removal of the sds, there was moderate resistance noted with the whisper guide wire and the guide wire started to retrieve back into the sds and it felt like it got hung up a little with the vessel. However, the sds was able to be removed independently from the patient anatomy. It was then noted under fluoroscopy that the guide wire tip had separated between the left main and circumflex artery. The proximal end of the guide wire was completely withdrawn. A snare device was advanced to retrieve the guide wire tip, but it was unsuccessful. A new guide wire was advanced, and a second xience sierra stent was used to pin the separated guide wire tip to the vessel wall (healthy tissue). The patient remained stable. No additional information was provided.